Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issues were confirmed. Initially, foreign material (plastic part) was found in the biopsy channel but was removed while removing brush. The objective lens had discoloration and a chip. The light guide lens, plastic distal end cover, scope cover, grip, and image guide protector had a scratch. The plastic distal end cover and control unit had discoloration. The adhesive on the bending section cover was detached. The connecting tube had peeled coating. The up/down/right/left knobs were deformed. The universal cord had a wrinkle and peeled coating. The scope connector had a dent. Due to wear of the angle wire, the bending angle in the down direction did not meet the standard value. Due to clogging of the nozzle, water removal ability did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during reprocessing, there was restriction in the instrument channel of the gastrointestinal videoscope while inserting accessories and a cleaning brush. The accessories/brush could be inserted intermittently through the biopsy opening port with a feel of obstruction but could not be inserted through a forty-five (45) degree cylinder opening due to complete obstruction/restriction in the channel. No patient harm reported. During the evaluation of the device, it was noted the channel tube was clogged and foreign objects came out of the distal end due to insufficient cleaning. This report is to capture the reportable malfunction of the channel tube was clogged and foreign objects came out of the distal end due to insufficient cleaning noted at estimation.

Event description:
Additional information was received, from the reporter. No procedure or patient involvement.

Manufacturer narrative:
This supplemental report is being submitted, to provide additional information received from the reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation of the instrument channel due to the channel being clogged, the root cause of the event was unable to be identified. From the image of the foreign body, it is considered that it is a part of the medical equipment used in the facility, but the foreign body could not be identified.; however, the event was most likely due to a lack of equipment handling and cds training for facility staff in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: "inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Olympus will continue to monitor field performance for this device.